Manufacturer narrative:
Insulin pump had no audio tones during tone check on self test due to a broken positive transducer wire. Insulin pump passed the seat, rewind, and occlusion tests.

Event description:
Customer reported the insulin pump is no longer giving audible tones. A self test was run and the pump did not beep.